Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Shadle had a patient side occlusion test failed on lvp8100 sn (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I step through analog sensor test with shadle. Both sensors voltage reading high (4.9 v with set loaded). Shadle will send the unit in for flat fee repair, because he has replaced both upper and lower pressure sensors.